Manufacturer narrative:
Additional manufacturer narrative:the DHR review was completed and this device met all specifications.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device remains implanted, will not be returned. Additional manufacturer narrative: the device history record (DHR) review is in progress. The tee was received on cd and the impressions were provided by an independent consultant. The device remains implanted. Surgeon indicated that the native aortic valve was heavily calcified. The patient also has mitral insufficiency (grade iii) and tricuspid insufficiency (grade iii). With the patient's history of heavy calcification, more than likely, calcification has effected the mitral valve, tricuspid valve, and the aortic bioprosthesis. Without additional information regarding the patient's history and medications, we are unable to conclusively determine the root cause for the reported failure of this device. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Reportedly, a 19mm valve failed after an implant duration of approximately 18 months. The valve cannot be explanted because the patient is too ill for re-operation. The customer will provide echo on cd. Per translated response from surgeon: native aortic valve was abnormally heavily calcified. Patient status now: mi grade iii, ti grade iii. Ai grade I-ii. No additional information has been provided.